Event description:
12/2/97-follow-up clinical visit-pt complained of numbness; 12/4/97-thrombectomy; 12/15/97-thrombectomy; 1/29/98-percutaneous angioplasty; 2/16/98-right below knee amputation; 2/16/98-3/13/98-antibiotic keflex po.

Manufacturer narrative:
Summary of evaluation: there is no evidence that the device failed to meet specifications. The device was incidential to this event.